Event description:
The account alleged that the right head siderail latched in the up position, but unlatched when a function was operated from the siderail. No injuries reported.

Manufacturer narrative:
Hill-rom technician replaced the center arm assembly and the siderail functioned properly.